Event description:
The lay user/patient contacted lifescan alleging that the one touch ultralink meter was prompting unknown error messages with some of the test strips, which was unresolved with troubleshooting. There were no allegations of harm or injury.